Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge fse that during pm the cardiosave intra-aortic balloon pump(iabp) had electrical safety failing ground testing. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The fse that encountered the issue replaced the ac power cord reel. The pm was completed with full calibration. The unit passed all functional and safety tests per manufacturer specifications. The iabp was returned to the customer. The failure analysis and testing dept. Received ac power cord and performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept tested the ac power cord reel to factory specifications the cardiosave service manual and the fat dept. Was able to replicate the complaint of the ground electrical safety check being out of specification. The result was .6 ohms, the factory specification is <.2 ohms. The power reel failed testing.